Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that during the implant procedure, the atrial lead helix was unable to retract and the lead could not be removed from the pulse generator header. The lead was capped. No patient symptoms were reported.